Event description:
It was reported that a patient underwent breast surgery on an unknown date and suture was used. Approximately three weeks postop, the surgeon reported that the tissue is thinning out which he opines to be an inflammatory response similar to as if the patient had been on steroids. Additional information has been requested.

Manufacturer narrative:
It was reported that the procedure to repair the suture line below the breast was performed between (B)(6) 2014. Three weeks later, the tissue was thinning with inflammation and the patient was re-sutured. Currently, the patient has healed properly. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.